Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28, lot# va0295s, implanted: (B)(6) 2012, explanted: (B)(6) 2016, product type: lead.

Event description:
The consumer via a manufacturer representative reported that the patient had pain at low voltage of 0.1v and the impedances were all over 4000 ohms on all electrode combinations. The troubleshooting performed was an impedance check. The action taken to resolve the issue was that the lead was replaced. The issue was resolved and the patient was alive with no injury. The indication for use for this patient was gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.